Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a040609 is being used to capture the reportable event of anchor bent.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an esg procedure on (B)(6) 2025. During the procedure, the anchor was bent. The procedure was completed with a new device. There was no patient complications reported as a result of this event.